Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75x23mm xience sierra stent was implanted on (B)(6) 2020. The patient presented with covid-19. On (B)(6) 2020, the patient was re-admitted with cardiovascular symptoms including cardiac arrest. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.